Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and the patient was admitted into the intensive care unit (ICU). The physician questioned the result and repeat testing was performed. The troponin test result was negative when repeated on two advia centaurs. There were two subsequent patient redraws and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the initially false positive advia centaur cp troponin test result is unknown. The customer did not report any other discordant patient results when this event was reported to siemens healthcare diagnostics, inc. The customer has declined a field service intervention. No further evaluation of the device is required.